Event description:
Customer called on (B)(4) 2012 reporting of a leak at the probe of the coulter act diff analyzer. Customer was wearing personal protective equipment consisting of gloves and a lab coat and no injury or exposure was reported. Customer stated that patient samples were not affected by the event and therefore no erroneous result was generated. Field service engineer (fse) was not dispatched for this event. Customer had resolved the leak by troubleshooting with the fse over the phone. With instructions from the fse, customer had replaced the hydro filters and trimmer back lines 4 and 5 on the probe wipe assembly.

Manufacturer narrative:
Evaluation code - method code - (other): troubleshooting was performed by the customer with the help of fse over the phone. Conclusion code - (other): the cause of the leak is unknown, however the leak was resolved by replacing the hydro filters and trimmed back lines 4 and 5 on the probe wipe assembly. (B)(4). Other text: troubleshooting was done by the customer.